Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and lost of capture due to a dislodgment caused by twiddle's patient syndrome. No additional adverse patient effects were reported.